Manufacturer narrative:
The charger board 1 was returned to the manufacturer for analysis. Unable to duplicate reported issue and charger passed functional output bench testing. Visual inspection notes all led's light and the board has leaky capacitors. Installed battery charger 1 board in imaging system and the system readied and charged as expected. No battery errors or unexpected power down while under test. Leaky capacitors noted but no functional problem found. No fault found. The charger board 2 was returned to the manufacturer for analysis. Unable to duplicate reported issue and charger passed functional output bench testing. Visual inspection noted leaking capacitors. Installed charger board in imaging system and the system charged and functioned as expected. 2d and 3d imaging were successful. Leaky capacitors noted but no functional problem found. No fault found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The reported event was confirmed during on onsite system inspection. Replacement of the system charger boards resolved the issue. No further issues were reported. Replaced charger boards were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system's charger board had one out-of-spec pair of charges and was not outputting the correct amount of voltage. There was no patient present when this issue was identified.